Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to ask if skiing at 12,000 feet would cause any accuracy issues. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.